Manufacturer narrative:
The customer troubleshot the issue with the philip's technical support. The customer was advised to replace the power management board. No parts were returned for evaluation, therefore a root cause could not be established.

Event description:
It was reported that the ventilator was alarming a power supply issue 5v (volt) supply failed. There was no patient involvement. The event date was not specified, estimate used.